Manufacturer narrative:
H3: the product is scheduled to be returned but has not been received in by the manufacturer at the time of this report. Therefore, this event is reported based on the information provided by the customer. Confirmation of the customer's complaint and the root cause could not be determined. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. Warnings states do not allow batteries to deplete while in the alarm. Change batteries immediately when seeing the low battery led flash red. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. If the alarm low battery led is flashing red or the alarm does not power up, the batteries are depleted and must be removed. Do not leave depleted (dead) batteries in the alarm to avoid corrosion. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file:(B)(4).

Event description:
Patient sitting in bedside recliner when the posey chair alarm box that had been secured to the wall, fell off the wall hitting the patient in the head. No injury was reported.